Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system opened wrong drawer, preventing user from accessing the correct medications during dispensing workflow.the customer stated that the nurse investigated the server and realized the station provided the wrong location for the drug then removed the correct drug from pocket.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the user faced training issue. A technical support specialist confirmed with log files and found user removed two different medications at two different time. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer removed medication ID nocalcownmed for two different patients at sdsmr drawer 2, the technical support specialist determined that it's a different medication and not reck50s, customer agreed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system opened wrong drawer, preventing user from accessing the correct medications during dispensing workflow. The customer stated that the nurse investigated the server and realized the station provided the wrong location for the drug then removed the correct drug from pocket. There were no adverse events or injuries reported based on this event.